Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer patient; product ID ne u_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a battery status okay when interrogated with the clinician programmer. Three patient programmer devices reported consistently battery low indicator when interrogated with the implantable neurostimulator (ins). The programmer intermittently showed end of service (eos) and prevents the device from being reprogrammed by the icon. After multiple measurements with the clinician programmer, one time a battery low status could be observed then the next time measuring the battery status reported the battery as okay. The device was at an output above 4.0 volts with a therapy impedance of around 350 ohms. Continuously stimulation for over 4 years now. Battery lifetime estimation for a new battery with these settings were reported at around 50 months for the device. It was alleged that the battery was hitting elective replacement time. Multiple diagnostic sessions with two clinician programmer devices were performed. Only one time a battery measurement reported: battery low. Troubleshooting the icon device was performed where the ins was turned off since the patient could not turn the ins on/off anytime because of an alleged false eos message that occurred intermittently on the icon. The physician was aware of a device status being around elective replacement time. Nevertheless, they wished to use the neurostimulator a bit longer and prevent an early device replacement. Especially as long as the clinician programmer session reports a battery status of okay. But with the icon issue of an intermittently occurring eos message, it was at least temporary not possible that the patient ends the therapy with the icon. The icon device reports battery low for the ins, although the clinician programmer session with the device showed the battery was okay. Changing batteries of the icon and bonding the icon to the ins did not resolve the battery low message on the icon. Though the programmer multiple times reported an eos status, the clinician programmer sessions afterwards verified a battery status okay and an actively stimulating ins. The tined lead was electrically and functionally inconspicuous. The issue was not resolved at the time of the report. No further complications were reported/anticipated. Additional information received reported that there was no planned explant date at the time of the report. No further complications were reported/anticipated.